Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked and the battery cap threads were stripped. The returned battery cap did not secure properly to the pump, and a power loss was duplicated. A test cap was used to complete investigation. The pump was exercised for 24 hours with the test cap and no power interruptions were observed. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump powered on with audible tones and vibration; however, the display screen was blank. The blank display was replaced with a test display, which functioned properly, indicating a failed display flex. Additionally, the keypad cover was torn. The keypad button functionality could not be checked due to the blank display. The keypad cover was removed, and contamination was found under all button contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The initial report was submitted with an alert date of (B)(4) 2014. The alert date was updated to (B)(4) 2014.